Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a normal device check, this battery showed less than 3 months remaining, when the pacemaker was implanted for about five years. Data analysis showed the battery appeared to be depleting more quickly than expected. This pacemaker was removed and replaced. This product has been returned and a device evaluation was completed. This report will be updated, should additional information be received.